Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, roll back fw update 1442 caused legacy full height drawer failure. Drawers were not detected on bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the firmware update 1.4.4.2 was need to rolled back. A field service engineer (fse) confirmed that implementation team had pushed firmware package 1.4.4.2 to the stations that rendered the legacy full height drawer unusable. An onsite fse was assisted along with technical support specialist (tss) to identify and correct the root cause. After referencing the knowledge article legacy full height drawer no longer accessible after applying firmware 1.8.2.12, corrective steps were performed. The station was rebooted, and full functionality was confirmed. All drawers were fully recovered. The system functioned as intended after field service engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, roll back fw update 1442 caused legacy full height drawer failure. Drawers were not detected on bus. There were no adverse events or injuries reported based on this event.